Event description:
While setting up for a saphenous vein harvest, the bisecter (vasoview hemopro endoscopic vessel harvesting system) malfunctioned(turned red hot) and burned the patient's left leg with a wound 1.5 inches long by 0.5 on the left inner thigh above knee. The bisecter also burned a hole in the drape and caught a lap sponge on fire.